Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient reported to the physician that he received a burn around the ICD can after a shock. Blisters were observed and were suspected to be due to burn along the course of the catheter. All ICD parameters are normal. The patient clinical condition was good.